Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. Several alarm simulations were carried out and the problem was not encountered. Simulations were performed on both bedside and x3 monitors with positive results. The monitor is ready for clinical use. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that there was a problem with the speaker; the tones of the all-clear are not heard. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).